Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment and found the image acquisition system (ias) becomes nonfunctional while driving the system. The medtronic representative replaced the motion batteries and motor battery charger board. The medtronic representative then performed an imaging system check-out, all areas passed. System performed as intended after part replacement. The suspect motor battery charger board was returned and is currently under analysis. The motion batteries have not been received by manufacturer for analysis.

Event description:
A medtronic representative reported that after the imaging system was finished being used for the case, as they were taking it back to its position it lost power. There was no patient present when this issue was identified.

Manufacturer narrative:
Investigation of returned suspect motor battery charger board was unable to confirm reported problem. Motor battery charger board passed functional bench output testing. Visual inspection noted led's light as expected, board has leaking capacitors. Installed motor battery charger in test imaging system and board functioned as expected. Charging, system ready, 2d and 3d imaging were all successful. No functional problem found. The reported event could not be duplicated by medtronic personnel.